Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding and angiodysplasia in the stomach during a gastroscopy procedure performed on (B)(6) 2026. During the procedure, the clip did not detach at all after firing. Upon withdrawal of the device, the clip came along with it. The procedure was completed with another of the same resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.